Manufacturer narrative:
A full review of the device history record for this device has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the devices have not met the final release criteria. The physician stated that the proximal neck was short and not in good condition.

Event description:
Original evar was performed on (B)(6) 2016. The procedure was performed by placing a main body from the right approach following the IFU. The physician placed and deployed a main body (hbb-31-81), so that the fishmouth trough would be positioned approximately 2 mm distally from the left lower renal artery. Thereafter, he released a support tube, deployed an ipsi-lateral limb, removed the delivery system from the patient's body, and inflated a balloon catheter for the touch-up. It was seemed to the physician that the fishmouth trough was positioned about 5 mm distally from the left lower ra as a result. Then, he placed a contra-lateral limb (hbl-56-20) and an ipsi-lateral limb (hde-20-51). An angiography revealed a definitive type ia endoleak. By inflating the balloon catheter additionally, the type ia endoleak was decreased. Therefore, the physician observed the inside of the main body with an angiography. No endoleaks were confirmed. Thus, he concluded that it was not a type IV endoleak. Thereafter, he placed an extender (hpe-31-38) right below the ra. The procedure was finished after completely resolving the endoleak. A follow up CT performed on (B)(6) revealed that the left lower renal artery was completely occluded. On (B)(6), an angiography and ptra were performed. The angiography confirmed the complete occlusion of the left lower renal artery. The physician searched the left renal artery with a guide wire and catheter approaching from the left brachial artery, but it could not be detected. Additionally, the creatinine level has increased from 1.7 (pre-operative) to 2.4. When taking an angiography by using a catheter, the physician confirmed a dissection-like pool of contrast agents.